Event description:
It was reported that a lens was explanted due to opacification.

Manufacturer narrative:
The lot number has not been provided therefore a lot history review could not be performed. The event investigation is underway.